Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During reprocess, the device was leak tested for 90 seconds using the olympus mu-1 tester and the resulted was negative. During manual cleaning, the customer used aseptic epizyme ultra and the olympus single use combination brush to brushes the scope for 5mins. Olympus is the customer¿s maintenance company. The customer suspected device returned for investigation. Upon evaluation of the returned device the following defects were found, chip on distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on bending section rubber scratched and switch 1 broken. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for pseudomonas three times. The issue was found during a routine culture of the scope. Sampling taken at reprocessing, before use. It was reported that the intended procedure was a colonoscopy and the device is culture every 3 months. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from the user: jan 19, 2022: sampling from: washings, cfu: >100cfu, bacterial identification: pseudomonas aeruginosa. Jul 21, 2022 : sampling from: washings, cfu: 2cfu. Bacterial identification: pseudomonas aeruginosa. Jul 26, 2022: sampling from: washings /brushings, cfu: <10cfu, bacterial identification: pseudomonas aeruginosa. Sampling from: washings /brushings, cfu: <10cfu, bacterial identification: enterobacter cloacae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.